Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/24/2018. Additional summary: the sample was returned inside its package unopened. As per evaluation results, it was observed that the returned device was received unopened and no issues were detected related with shard penetration in the device. Device unit was observed to be conforming to product specification. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what was done to treat the shard penetration? No adverse reaction reported . Was medical or surgical intervention required? Unknown. Was there any special diagnostic test performed? Unknown. What is the status of the surgeon injury today? Healed. Did only 1 ampoule break during this case that cut the doctors finger? Yes.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and topical skin adhesive was used. The doctor had some troubles to apply the topical skin adhesive. He had to press the ampoule so hard that the glass cut through the silicone and cut him in the finger. It was reported that the topical skin adhesive was very viscous. There was no adverse patient consequence. The surgeons finger is healed. Additional information has been requested.